Manufacturer narrative:
The technician found the foot brake casters are the cause. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replaced as necessary. The technician replaced the foot brake steer casters to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported he discovered while conducting maintenance on the bed in the warehouse that the foot section brakes were not holding. No pt injury reported.